Event description:
It was reported that the pump battery was unresponsive after it became immersed in water. The customer's blood glucose (bg) level increased to 600 mg/dl and customer had ketones identified as life threatening by a health care provider. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). Customer was treated with intravenous fluids of insulin while in the hospital. At the time of the report, customer was still in the ICU with no known damage. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.